Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race : unk. Date of event: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -06.50/+3.5/145 (sphere/cylinder/axis), in the patients right eye (od) in 2011. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.